Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set increase in the reporting of haemolysed samples. This has occurred 1320 times. The following information was provided by the initial reporter: during the month of july nuh have seen an increase in the reporting of haemolysed samples .the figures are across the campus and include a small amount of gp samples. Due to the supply disruption nuh have taken receipt of more blue gauge sets. The figures are below;8-14th jul ¿ 389 haemolysed k15-21st jul ¿ 428 haemolysed k22-29th jul ¿ 503 haemolysed ki have attached a conversation using a word document between the labs and a nurse on amra [acute medicine receiving area] ward .I am not stating that there is a fault with the prosum set, this is the code we have been using primarily on escalation. We have received 5,750 each's. I can also see from the july tr report that we have received 18,950 bd blue gauge and only 500 green gauge sets [ bd]this is affecting patient flow and capacity due to second samples being required.